Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia. The right ventricular (rv) and right atrial (ra) lead exhibited out of range low impedance warnings. The ipg and both leads remain in use. No further patient complications have been reported as a result of this event.